Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, congestive heart failure and death are listed in the instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly tortuous, and mildly calcified de novo lesion in the proximal circumflex artery. Following pre-dilatation with a 1.5 x 10 mm balloon at 8-10 atmospheres (atms) a 2.75 x 15 mm xience pro stent was implanted at 14 atms. The stent was post-dilated with a 2.75 x 10 mm nc balloon at 15-16 atms. A 3.0 x 47 mm non-abbott stent was implanted in the mid right coronary artery at 10 atms followed by post-dilatation with a 3.0 x 10 mm unknown device at 16 atms. There was no clinically significant delay in the procedure. The patient was sent to the critical care unit (ccu). After one hour the patient collapsed on the bed in ccu and the patient expired. An autopsy was not performed; however, the cause of death was determined to be left ventricular failure. No additional information was provided.